Manufacturer narrative:
The following sections are being reported: it was reported that during the surgery, when opening the implant packaging, the implant (tmt4b10) was not inside. There was a two to five minute delay in the procedure. The procedure was completed with another implant from stock. Expiration date: 31 dec 2021. Date recv'd by MFR: 12 apr 2019. Device MFR date: 16 dec 2016. Manufacturer narrative. The reported package/product was not returned for evaluation. The reported condition of "the implant was not inside." Was not confirmed. A device history review (DHR) was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was completed for the reported device lot for similar cause and one other complaint was identified. A definitive root cause could not be determined. Based on the evaluation, the device malfunction could not be verified, however, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, when opening the implant packaging, the implant (tmt4b10) was not inside. There was a two to five minute delay in the procedure. The procedure was completed with another implant from stock.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's email address not provided/unknown. (B)(4). Device not returned.

Event description:
It was reported that during the surgery, when opening the implant packaging, the implant (B)(4) was not inside. There was a two to five minute delay in the procedure. The procedure was completed with another implant from stock.